Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient currently was admitted to the hospital, has been having seizures and has been in and out of the hospital recently. No other information was provided. Additional information has been requested, a follow-up report will be sent when additional information becomes available.